Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Based on the investigation of the returned catheter sample an outer sheath fracture leading to a partial deployment could be confirmed. The system was found in activated condition and the sheath was found fractured with elongation at the fracture site which led to the conclusion that increased friction / release force affected the system when the stent graft was partially deployed. Removal difficulty was considered a consequence of the sheath fracture. System bend as malfunction could not be confirmed. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model fem10120 endovascular stent graft allegedly experienced material deformation, fractured, misfired, and had retraction problems. This report was received from one source. The event involved a patient with no known impact to the patient. The patients gender, age and weight were not provided.